Event description:
It was reported that while using 2 bd venflon¿ pro safety's the needle went through the catheters. The following was translated from german to english: catheter punctured during vene puncture.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-sep-2023. H6: investigation summary our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample photo. The physical samples were analyzed and there were no abnormalities present. During functional testing no defect occurred. Analysis of the sample photo showed that the needle had pierced through the catheter. Blood was also observed on the sample, which denotes successful insertion. Bd determined that the likely cause of the failure was user error. During use the user could have partially withdrawn the needle from the catheter and reinserted the needle into the catheter. Doing so is likely to result in the needle piercing the catheter since the elastic nature of the catheter material will fling the needle into and possibly through the catheter wall. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd venflon¿ pro safety's the needle went through the catheters. The following was translated from german to english: catheter punctured during vene puncture.